Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was readmitted due to long lasting low flow situation. A computed tomography (CT) was performed due to the suspected outflow graft obstruction.

Manufacturer narrative:
Section d4, catalog number: corrected. Section h6: corrected. Manufacturer's investigation conclusion: the reported eogo (extrinsic outflow graft obstruction) could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The controller event log file contained events on 23apr2024, spanning approximately 9 hours. Intermittent low flow events were recorded throughout the log file due to the estimated pump falling below the low flow alarm threshold of 2.5 lpm (liters per minute). A single low flow event persisted for more than 10 seconds, activating a low flow alarm. No other notable alarms or unusual events were captured, and the pump operated as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, contains the following information: section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7 of the IFU, ¿alarms and troubleshooting¿, outlines all visual/audible alarms and the appropriate actions to take in the event one occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has bee provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
A computed tomography (CT) and a transesophageal echocardiogram (tee) were performed and confirmed the patient had an extrinsic outflow graft obstruction between the bend relief and graft. The patient had symptoms of shortness of breath and deterioration of their general condition. On (B)(6) 2024 the outflow graft was decompressed and the patient's condition rapidly improved. The patient was discharged home.